Event description:
Patient underwent laparoscopic hysterectomy, bilateral salpingo-oophorectomy, and sentinel lymph node staging on [redacted date]. The procedure was uneventful. Follow up imaging identified a 3mm metallic object in the left pelvis. Patient underwent procedure to remove fragment on [redacted date]. Removed fragment examined under dissection scope and appears consistent with surgical scissors that would have been used during laparoscopic procedure.